Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she got her insulin pump today and got a no delivery alarm. Customer stated that she was lying on her stomach and when she sat up, it said no delivery. Customer was advised to disconnect at the quick release. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer took the infusion set out because she thought there was a kink in her tubing. Customer does not have her site on her body anymore. Customer just had the tubing left on the reservoir. Customer was walked through switching out the tubing. Customer's blood glucose was at 417 mg/dl during the call. Customer stated that her blood glucose was 160 mg/dl when she got out of the office not too long ago. Customer stated that it hasn't gone down since she gave herself insulin. Customer was advised that she can treat with syringes or the pump.